Event description:
It was reported that during a da vinci-assisted prostatectomy radical w/o lymphadenectomy surgical procedure, the fenestrated bipolar forceps had a cable broken at the wrist. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: patient information is restricted due to regulatory policies.

Manufacturer narrative:
Intuitive has received the fenestrated bipolar forceps associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint "the fenestrated bipolar forceps had a cable broken at the wrist." Failure analysis found the primary failure of broken conductor wire to be related to the customer reported complaint. The fenestrated bipolar forceps was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The fenestrated bipolar forceps instrument failed the electrical continuity test. There were no signs of insulation damage. The root cause of this failure is attributed to component failure. Additional observation not reported by site: the instrument was found to have thermal damage on the bipolar yaw pulley. The root cause of this failure is typically attributed to mishandling/misuse. No image or video clip for the reported event was submitted to isi for review. A review of the instrument log for the fenestrated bipolar forceps (part# 471205-17 / lot# k13210830 0130) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 during a prostatectomy radical w/o lymphadenectomy procedure via system (B)(4). This complaint has changed to a reportable malfunction due to the following conclusion: the instrument had conductor wire damage. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.